Event description:
It was reported the patient was getting a 'spike' when they were lying down. The 'spike' was felt where the leads connect to the spine and up the patient's spine to their left shoulder. This was noted to only occur when the patient was lying on their left side and when stimulation was turned on and off. This started to happen about 3 weeks ago. There was no known accident or incident related to this complaint, however it was stated the patient sometimes picked up something 'they should not have.' It was reported picking up something sometimes would get the patient 'into trouble.' The patient had called the healthcare provider to schedule a CT scan, but nothing was planned as of the date of this report. Additional information has been requested, a follow up report will be sent if additional information is received

Manufacturer narrative:
Concomitant products: product ID 3998, lot# v019569, implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).